Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support (ts) due to drain complication messages that were occurring during their treatment. During the call, it was mentioned that the patient was recently diagnosed with peritonitis. Additional details were provided upon follow-up with the patient¿s pd registered nurse (pdrn). The pdrn revealed the patient presented to the outpatient home dialysis clinic with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = 8993 u/l) were collected, and the patient was diagnosed with peritonitis. The patient was initially treated as an outpatient with intraperitoneal (ip) vancomycin 1000 mg and ceftazidime 1000 mg daily (duration not provided). However, on (B)(6) 2023 the patient encountered drain complications which led to the patient¿s hospitalization on (B)(6) 2023 due to a malfunctioning pd catheter (not a fresenius product) and possibly constipation (unclear if ongoing or resolved). The patient¿s peritoneal effluent culture result returned positive for coagulase-negative staphylococcus (date/species unknown), and the patient¿s antibiotics were continued. At the time of follow-up, the pdrn stated causality was unknown and the patient was still in the hospital. The patient was recovering from the events and continuing to undergo continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the same liberty select cycler (in hospital) without any reported problems.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the serious adverse events of peritonitis (characterized by abdominal pain and cloudy peritoneal effluent fluid) and a malfunctioning pd catheter (not a fresenius product), which required hospitalization and antibiotic therapy. The pdrn reported the etiology of the serious adverse events is unknown; therefore, causality could not be established. However, based on the patient¿s continued use of the same liberty select cycler, it would appear the serious adverse events are unrelated to a fresenius device(s) and/or product(s). Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum. Staphylococcus is commonly found in the mucus membranes and skin of humans and is the most frequent organism associated with peritoneal infections in pd patients. Based on the information available, the patient¿s liberty select cycler and liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius product(s) and/or device(s) caused or contributed to the serious adverse events. Furthermore, there was no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations or manufacturers¿ specifications.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support (ts) due to drain complication messages that were occurring during their treatment. During the call, it was mentioned that the patient was recently diagnosed with peritonitis. Additional details were provided upon follow-up with the patient¿s pd registered nurse (pdrn). The pdrn revealed the patient presented to the outpatient home dialysis clinic with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = 8993 u/l) were collected, and the patient was diagnosed with peritonitis. The patient was initially treated as an outpatient with intraperitoneal (ip) vancomycin 1000 mg and ceftazidime 1000 mg daily (duration not provided). However, on (B)(6) 2023 the patient encountered drain complications which led to the patient¿s hospitalization on (B)(6) 2023 due to a malfunctioning pd catheter (not a fresenius product) and possibly constipation (unclear if ongoing or resolved). The patient¿s peritoneal effluent culture result returned positive for coagulase-negative staphylococcus (date/species unknown), and the patient¿s antibiotics were continued. At the time of follow-up, the pdrn stated causality was unknown and the patient was still in the hospital. The patient was recovering from the events and continuing to undergo continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the same liberty select cycler (in hospital) without any reported problems.